Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The femoral component was submitted for further analysis. Analysis found beach marks consistent with fatigue mode of fracture. Xrf analysis found the knee femoral material to be conforming. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review found patient present with significant pain. MRI identified osteolysis under the medial femoral implant. Revision surgery found the femoral implant fractured with metallosis in the synovial tissues. Tibial implant remained intact. Cyst present in the medial femoral condyle. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-189128, e1 vngd as tib brg 18x83 - 519400. Unknown, unknown tibial component, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02471, 0001825034-2021-02472.

Event description:
It was reported that the patient underwent a revision of the left total knee arthroplasty approximately 8 years after initial implantation for medial pain and osteolysis. Intraoperatively, a femoral implant fracture, metallosis in the synovial tissue, and a recurring medial femoral condyle cyst were encountered. The synovium was removed, the bone defect from the cyst filled, and both femoral and tibial components were exchanged without complications. Attempts have been made and no further information has been provided.